Event description:
It was reported that during a laparoscopic esophagectomy, the clip was not fed into the jaws. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Yielded jaw additional information: at what firing did the issue occur? 1st firing. Were there any unusual noises heard? No. As there any torquing or twisting of the device? No. Were any unexpected noises heard? If so, when? No. Did somebody other than the primary surgeon fire the instrument? If so, whom? The information was not provided from the hospital. The er420 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Upon testing the device for functionality the device was cycled and ejected the remaining clips due to the yielded condition of the jaws. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Due to the condition of the returned device it could not be determined what may have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.